Event description:
It was reported to philips that the device's battery is defective. There was no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The device was evaluated onsite, finding the operation check failed due to the battery test failing. The battery would not charge. The battery was swapped with a known good battery, and the device successfully passed the operation check. The customer was provided with a quote to replace the battery through philips commercial channel partner. The customer was advised to plug in the unit to an ac power source to prevent the depletion of the battery charge, as continuous depleted battery status will cause it to malfunction. The device remains in use at the customer site and is not available for additional investigation.